Event description:
N/a.

Manufacturer narrative:
Trackwise- (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 10/10/2025. A photograph was provided by the account. A photographic evaluation was conducted. Product information was observed in the photograph. An investigation was conducted on 10/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact heater wire. There were no visual defects observed on the intact heater wire. There were no visual defects observed on clear intact hot silicone jaw insulation. There were no visual defects observed on the clear intact silicone insulation on the cold jaw. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot #3000484067 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that while harvesting went to transect a branch and when they released the vasoview hemopro 2 jaws, a piece appeared to have fallen into the leg. It appears to be plastic or metal material. They were able to retrieve it and remove it from the patient's leg using hp2 shears. Nothing was left in the patients leg. No intervention or blood transfusion was needed. They requested a new kit and completed the procedure with no issues. There was a 2 minute delay to open a new kit and connect. No issues with the patient¿s condition. The device will be returning.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.